Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, the patient experienced bleeding near the clavicle between the incision sites. Physician administered an anticoagulant medication and applied pressure to stop the bleeding. This resolved the issue.